Event description:
The following information was reported to gore: on (B)(6), 2014, the patient underwent endovascular treatment of a thoracic aortic aneurysm using conformable gore® tag®thoracic endoprosthesis after two-debranching bypass surgery. On (B)(6), 2026, the patient presented with back pain and was transported emergently. An impending rupture and a distal stent graft-induced new entry (dsine) originating from the distal end of the device were confirmed. On (B)(6), 2026, reintervention was performed, and an additional stent graft was implanted distally. It was reported that the patient had been followed for more than 10 years without any complications. The physician mentioned that it is unfortunate that dsine developed, given the patient¿s advanced age, this outcome may have been unavoidable.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.